Event description:
It was reported that the target lesion was located in the mid circumflex with moderate tortuosity, mild calcification and 85% stenosis. The voyager nc 3.5 x 12 mm balloon was inflated to less than 1 atmosphere (atm) and a balloon leak was suspected. The device was exchanged for a new voyager nc 3.5 x 12 mm balloon to complete the case. The patient's final outcome is satisfactory. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed. However, the outer member was necked 1mm proximal to the proximal seal and the outer member was folded over itself (prolapsed) at the distal end of the mid lap joint. Functional testing revealed that the balloon would not inflate due to the shaft damage. Although difficulty removing the protective sheath was not reported/could not be confirmed by the site, damage such as necking of the shaft at the proximal seal is consistent with difficulty or resistance during removal of the protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.